Event description:
This is filed to report single leaflet device attachment (slda), recurrent mitral regurgitation, and hypotension. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with flail and prolapsed leaflets. One clip was implanted with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. On (B)(6) 2023, the patient was presented with hypotensive episode. Transthoracic echocardiogram (tte) was performed, showing single leaflet device attachment (slda). The clip had detached from the posterior leaflet and mr increased to grade 4+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation cannot be determined. Additionally, the reported effect of mr and hypotension appear to be cascading effects of incomplete coaptation. The reported effect of mr and hypotension are listed in the instructions for use (IFU) which are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.